Event description:
"Efficacy of intrathecal morphine in the treatment of baclofen tolerance in a patient on intrathecal baclofen therapy (itb) spinal cord (2004) 42, 50-51." Reported tolerance to intrathecal baclofen and infection.